Event description:
Facility reports that while transferring a resident using a golvo 7007es patient lift, the sling came off the hanger bar and resident fell and broke her leg.

Manufacturer narrative:
On march 15, 2007, a liko distributor was allowed to view and examine the golvo patient lift used in the reported incident. The lift had not been removed from service and was found to be in good working order. The sling used in the transfer was not a liko manufactured sling, and therefore was not designed, tested or approved for use with a liko patient lift. Liko inc. Strongly discourages the use of non-approved slings and accessories with their equipment. Remedial training on the proper use of this equipment was offered to the facility.